Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of defective downstream occlusion sensor, couldn't get pump to work. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, defective downstream occlusion sensor was not reproduced. A review of event history log in the last days of customer use revealed multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause was determined to be downstream values out of specification. Force sensor and scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.